Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm and diagnostic error messages. Reportedly, this occurred while the nurse was draining water from the water trap. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, the patient outcome has not been provided. Extended self-testing was performed, and the reported condition could not be duplicated.